Manufacturer narrative:
A ge rep evaluated the system, and replaced the back plane and gib and ffb pcbs. System operates as intended.

Event description:
Customer reported a power failure problem. No pt injury was reported.